Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn(B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8015ls s/n (B)(4), the 8015 device will not power up even if it charge for a couple of hours. (B)(6) also confirmed to me that no ac indicator showing on the front case. I recommend to check fuses if defective on the power supply board and also on the 24v switching power supply. If fuses are good, the second recommendation is to try replacing the power supply board or 24 v switching power supply might be defective. I provided the part numbers on fuses and power supply board. I also gave him the option to send it in for level 1 flat rate repair.